Event description:
It was reported that during a hernia repair procedure, the anchors were delivered sideways. They used another like device to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: no conclusion can be reached based on the analysis results as to what may have caused the reported incident. The device was rec'd in good visual condition. Visual and functional analysis concluded that the device functioned properly and deployed the remaining anchors prior to the empty indicator engaging. The instrument was fully functional and conforming to design specs. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.